Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply was replaced during the svc call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the lift column on the 9800 system intermittently would not go down during testing. There was no pt involved and no injury was reported.